Event description:
(B)(4). Metal taste, hair falling out, sharp pains on both sides, legs going numb, headaches, pain in lower back and pelvic area, extreme heavy periods, body aches, diarrhea, vomiting, cramps, insomnia,etc.